Event description:
The customer reported to vyaire medical problem with bellavista 1000 us while vent was on a patient where it was not reading a tidal volume and the alarm was not going off. No patient harm reported. Patient was put on another ventilator. The ventilator was working, but they removed it to get it checked out.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify the reported issue. Unable to determine the failure as no logs or further information provided by the customer. As per notes on wo-00135766, quote for this case got cancelled due to lack of response from customer.